Manufacturer narrative:
The event of extrusion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "back pain, possible leaking implant, implant is cutting through the skin and they are too big."

Event description:
Patient reported right "possible leaking implant, implant is cutting through the skin and they are too big which is causing back pain." Device remains implanted.